Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade <1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient returned with grade 4+ mr for a follow-up transthoracic echocardiogram (tte) when it was identified that the clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. An additional clip was then implanted successfully to stabilize the slda clip and the procedure was discontinued. The final mr was reduced to grade <1. There were no adverse patient effects or clinically significant delays reported.